Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) "has been going crazy by itself." The patient stated she was at (B)(6) and "it started really strong down the leg." It was stated she was waiting for a prescription. It was stated that when she left her ins was at "140" and when she got back she checked it and it was at "240." The patient stated it turned up on its own. It was noted that the patient was currently set at 80. It was noted that the patient asked about a manufacturer¿s representative being present at her appointment tomorrow or friday.